Event description:
The catheter was inserted into the right hand dorsum in 2005. The catheter was secured with transparent dressing. The clinician removed the IV from the pt 3 days later and found a portion of catheter tubing remaining in the pt's hand. The catheter was removed by surgical intervention.